Event description:
It was reported that an interlink IV catheter extension set burst during use with an unknown power injector. There was patient involvement; however, there was no reported patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up report will be filed if any additional relevant information becomes available.